Manufacturer narrative:
(B)(4). Product complaint investigation/device history lot review: it was confirmed that the separation occurred in the joint main line tubing to bottom of the arterial chamber. The lot of 10pr01244 was verified as received. Visual inspection: bloodline was inspected according with the current drawing requirements. During the visual analysis it was confirmed a tubing fracture on the main line tubing to the bottom arterial chamber. The root cause could be attributed to excess solvent and a wrong coiling. Results of investigation: confirmed with product return. Corrective and preventative action: the frequency of complaints for the reported symptom code did not exceed the trigger within a single lot/batch (disposables/consumables). No CAPA required: does not meet escalation criteria at this time, will monitor thru trending programs and escalate as required by complaint management and CAPA process.

Event description:
A hemodialysis rn called to report that 1 hour into the treatment, the arterial line separated at the bottom of the arterial chamber from the mainline tubing. This facility was contacted for additional information. It was learned they are going to check cbc and will provide any further updates or medical intervention that was provided to this patient. The rn reported that the patient had started their treatment when it was noted a blood squirt from the joint between arterial chamber and tubing. The staff immediately took action. The total blood loss reported was 150 ml requiring no medical intervention. Extracorporal system was checked and nothing unusual was observed except the separation of the distal tubing at the arterial line, where it connects to the arterial chamber. The patient did resume dialysis with use of new products. Additionally it was reported that the facility has identified that the system either cracked or separated. Also it was learned that the patient did not receive a blood transfusion. A sample is available for an evaluation. The patient continues to receive hemodialysis with no further report of ill effect as a result of this incident.